Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 8/10/2021. H6: investigation: customer returned (1) 3/10cc, 6mm, 31g relion syringe in an open poly bag from lot #0363888. Customer states that there was liquid inside the syringe before use. The returned syringe was examined and exhibited a clear droplet of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch #0363888 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text: see h10.

Event description:
It was reported that 1 bd 0.3ml 31gx6mm u-100 insulin syringe had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter: the consumer reported that 1 syringe found before use with a liquid inside syringe. Date of event: (B)(6) 2021. Sample status: awaiting sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd 0.3ml 31gx6mm u-100 insulin syringe had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported that 1 syringe found before use with a liquid inside syringe. Date of event : (B)(6) 2021, sample status : awaiting sample.